Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event dat is estimated.

Event description:
It was reported that there was pain at the implant site since it was bruised and skin was thinned. As a result, patient underwent surgical intervention on (B)(6) 2021 where a new pocket site was made. This addressed the issue.